Event description:
(Report 3 of 3) it was reported during surgery while replacing a screw a driver tip broke. A backup item was used and damaged. The surgery was completed with a backup device with no delay. No adverse patient consequences were reported. There are 3 related report numbers for this event 3025141-2025-00061.

Manufacturer narrative:
The reported screw was not returned for evaluation. Additionally, manufacturing and inspection records could not be reviewed as the model number and batch/lot number of the screw is unknown.